Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed "status 107" error message. Complainant indicated that there was no patient involvement in the reported malfunction.